Event description:
According to the reporter: post-op bleeding was noted after surgery at middle of the staple line. The tissue was repaired and the pt is in fair condition. No blood transfusion was required, and no further pt complication was reported.